Event description:
It was reported the videoscope image appeared noisy during setup/inspection prior to clinical use. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: erratic or intermittent display. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified and is considered a known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device